Manufacturer narrative:
Name of medication: diflucan (fluconazole). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user contacted for skin concerns, assessment and sampling reported for suspected allergic contact dermatitis. Upon assessment, patient had an erythematous rash in the shape of the circular portion of the company's wafer he was wearing. Wound, ostomy, and continence nurse (woc) advised on patch testing and requesting samples of a standard wear option for him to try. The end user met with his doctor of medicine (md) and later the md felt that consumer had not had an allergic reaction to the company's wafer. The product was patch tested and shown to be negative. The md felt the skin issues were due to a yeast/fungal infection and he was started on a two-week course of fluconazole. No photograph was available at this time.